Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported the patent was charging more frequently than he used to and was also experiencing intermittent stimulation. The recharge stats from the clinician programmer showed 5.4 day recharging interval with an average of 8 coupling bars. Recharger stats showed: (I) c1, 3.1 v, 600 us, 60 hz, 2 anodes, 2 cathodes, therapy impedance 453 ohms, 6.576 ma and (ii) c2, 2.8 v, 600 us, 60 hz, 2 anodes, 1 cathode, therapy impedance 656 ohms, 4.228 ma. Noted on time 80% = 20 hours and estimated recharging interval 11 days. Additional information received from the representative reported cause of intermittent stimulation is unknown. Steps taken/planned included educating patient on charging to completely full as well as re-educated the patient on the programmer buttons, in particular the on/off buttons. No patient harm was reported if additional information is received, a supplemental report will be submitted. Indication for use included spinal pain and peripheral neuropathy.